Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of nsrvo due to pptwo via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and dft were recommended. Further actions will be discussed with the physician.